Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at third-party service center it was found that the device was visually inspected and found that the log error is clear. Dust and dirt contaminants were also found in the device. The unit was scrapped.